Manufacturer narrative:
The complaint device was not returned to ascent for evaluation but photographs of the device were provided. Based off the provided pictures it was determined that the teflon pad was split lengthwise and was detached from the device. Based on the visual inspection of the provided photos, the failure was most likely caused by activation of the device without tissue between the closed jaws of the device. Ascent's instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during the procedure the teflon pad fell off of the ultrasonic scalpel and into the patient. The procedure time was extended 45 minutes to find and retrieve the teflon pad and additional anesthesia was needed. There was no patient injury reported and the patient was in satisfactory condition following the procedure.